Manufacturer narrative:
(B)(4). Device evaluation: the report of a crack and a leak in the stopcock was confirmed. Returned were a 4-way stopcock and a syringe. The stopcock was examined microscopically. There was a crack along the mold seam in one of the female ports. A 10 ml syringe from lab inventory was used to inject water into the female port without a crack while the port with the crack was capped off. Water immediately leaked out of the crack. Water was then injected into the port with the crack while capping off the port without the crack. Water immediately leaked out of the crack. A review of the device history records did not reveal any manufacturing related issues. Based on the condition of the stopcock, the probable cause of leakage is supplier related since the component is a purchased part. Further investigation of this complaint issue has been initiated.

Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during usage it was noted that the 4-wa-stopcock has a hairline crack. This complaint was reported as a general issue.